Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The patient then presented to the hospital and no pacing output was observed from the lead. A lead fracture was suspected. Programming changes were made, the patient was admitted to the hospital and a lead revision procedure was planned for the following day. Additional information was received that surgical intervention was undertaken. This lead was surgically abandoned and replaced. The physician suspected the fracture occurred in the device pocket area due to the lead being observed to be curved steeply. No additional adverse patient effects were reported.